Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. Upon receiving additional information of the reported event, it was determined that the product did not cause the event. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient had an initial shoulder arthroplasty due to a three (3) month old four (4) part proximal humerus fracture. Subsequently, the patient was revised approximately one (1) month later due to the implants dislocating multiple times in an anterior position. During the revision the surgeon removed a large piece of bone from the original fracture due to the surgeon believing that the piece of bone was contributing to the reason that the implants were dislocating.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01481. D10: medical products; item#: 110031424, cr vivacit-e 36mm brng std; lot#: 65761059. G2: foreign: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested from the hospital but not returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.